Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced syncope (fainting and loss of consciousness) after the procedure. The event occurred when the patient was getting up to get dressed post-procedure and suddenly became vasovagal, leading to difficulty breathing and loss of consciousness. Fortunately, the patient recovered after a round of cardiopulmonary resuscitation (CPR) and was brought to the emergency room for observation. The patient was reported fully recovered. The physician involved in the case was unsure whether the device or procedure caused or contributed to the patient's complication. At the time of this report boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information. It was reported that the procedure went well throughout the duration of the case and the placement looked good on the ultrasound. Following the procedure, the nurses went to get the patient up and dressed. As the patient sat up, he became dizzy, began breathing heavily, started sweating, and then was vasovagal. The patient was laid back down on the procedure bed, and it appeared and sounded like his tongue was falling back. They tried to lay him on his side and called in extra people to assist. When others arrived, they checked his pulse and called a code, and rapid response came to the room. One round of chest compressions was given to the patient, and it is unknown if any medications were administered. After the round of chest compressions, the patient was taken to the emergency room (ER).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0119 is being used to capture the reportable event of loss of consciousness. Patient code e011903 is being used to capture the reportable event of fainting. Patient code e011903 is being used to capture the reportable event of syncope. Patient code e0602 is being used to capture the reportable event of cardiac arrest. Patient code e0743 is being used to capture the reportable event of respiratory insufficiency. Block h11: the following blocks were updated based on additional information. Blocks a3a, b5, h6 (patient codes).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0119 is being used to capture the reportable event of loss of consciousness. Patient code e011903 is being used to capture the reportable event of fainting. Patient code e011903 is being used to capture the reportable event of syncope.

Event description:
It was reported that a patient who underwent a spaceoar placement procedure experienced syncope after the procedure. The event occurred when the patient was getting up to get dressed post-procedure and suddenly became vasovagal, leading to difficulty breathing and loss of consciousness. The patient recovered after a round of cardiopulmonary resuscitation (CPR) and was brought to the emergency room for observation. The patient was reported to have fully recovered. The physician involved in the case was unsure whether the device or procedure caused or contributed to the patient's complication. At the time of this report boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.